Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed pacing impedances >3000 ohms via the pacing system analyzer (psa). With the new device the lead displayed >2000 ohm pacing impedances. All other lead diagnostics were normal. The lead remains in service. There were no adverse patient effects reported.